Event description:
It was reported that during a percutaneous coronary intervention of a chronically occluded right coronary artery, balloon rupture and vessel dissection occurred. The chronic total occluded lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A stingray catheter was selected and was inflated to 4 atm on the first inflation, and 6 atm on the second inflation. After approximately 120 second into the 3rd inflation at 6 atm the balloon ruptured, causing a dissection in the rca. The procedure was terminated and the patient was observed for approximately 15 minutes and experienced no immediate complications from the dissection. No further patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).